Manufacturer narrative:
The calibration and qc data were requested but not provided. A sample from each patient was sent to the manufacturer for investigation. The high ft3iii values could not be reproduced, values within the normal reference range of the assay were measured. Further investigations were performed on both patient samples. An interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was detected in both samples, causing the falsely elevated value of the ft3iii assay. Product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patients with the cobas e 801 module. The customer reported the ft3 iii results to a physician who asked for a re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The serial number for the customers e801 module was not provided. The investigation site (B)(4) module serial number was (B)(4). The e602 module serial number was (B)(4). The e411 serial number was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was (B)(4) with an expiration date of 31-aug-2021. The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 473372 with an expiration date of 31-may-2021. Refer to the attachment on the medwatch for all patient data.